Manufacturer narrative:
Continuation of d10: product ID {evolutfx-23}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {(B)(6) 2025}; explant date {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, it was difficult to advance the delivery catheter system (dcs) through the aortic arch. Subsequently, a snare was used to assist the dcs, and the valve was implanted. Following the procedure, a transesophageal echocardiogram (tee) and a contrast enhanced computed tomography (CT) scan were performed, revealing an aortic dissection extending from the aortic arch to the descending aorta. The patient was monitored.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, it was difficult to advance the delivery catheter system (dcs) through the aortic arch. Subsequently, a snare was used to assist the dcs, and the valve was implanted. Following the procedure, a transesophageal echocardiogram (tee) and a contrast enhanced computed tomography (CT) scan were performed, revealing an aortic dissection extending from the aortic arch to the descending aorta. The patient was monitored. Additional information was received from the physician that resistance during passage of the dcs through the patient's vasculature caused the aortic dissection. The physician stated the guidewire (manufacturer unspecified) did not contribute to the dissection. In terms of the patient's anatomy, calcification was said to be a contributing factor to the aortic dissection.